Manufacturer narrative:
The customer has clarified that the initial ckl results of 5000 u/l and the ckl results of approximately 100 u/l 2 hours later were from 2 separate samples and not the same sample as was initially stated.

Manufacturer narrative:
The affiliate clarified that the date of event was (B)(6) 2017.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Since calibration and quality control results were acceptable a general reagent or hardware issue can be excluded. Both patient samples were submitted for investigation. The investigation performed further tests on the sample producing the result of 5000 u/l and the sample producing the result of 100 u/l even though the samples were past the recommended storage time. During the investigation the customer's results were reproduced. The investigation used different reagent lots and the same results were received. The investigation also used different quality control lots and the results were acceptable. A root cause for the initial high result of 5000 u/l could not be determined. A possible root cause may be that the patient sample was mixed up or that the initial blood sample was drawn through a venous catheter where drugs remained causing an interference. If the first sample was drawn through a venous catheter where drugs remained, this would explain why the 2nd sample drawn later produced a normal result; however, this cannot be confirmed since the requested information was not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for ckl creatine kinase (ckl) on a cobas 6000 c (501) module. The erroneous result was reported outside of the laboratory. The date of event is either (B)(6) 2017 or (B)(6) 2017. Clarification on the correct date has been requested. The patient was tested for ckl in the emergency room and the result was 5000 u/l. Due to this result, the patient was admitted and a low troponin t result of 4 ng/l was obtained. The customer tried different troubleshooting techniques on the sample. Dilutions were performed and the sample was run on a 2nd c501 module and the result remained 5000 u/l. Two hours later, the sample was re-centrifuged and repeated on the 2nd c501 module and the ckl result was 100 u/l. Additional repeats were performed afterwards and the ckl result remained approximately 100 u/l. The customer is not having issues with other tests. No adverse event occurred. The ckl reagent lot number was 182906. The expiration date was not provided.